Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer kept popping out cubies and cubies did not release. The field service engineer (fse) identified that cubie drawer 5-2 had pockets that were unloaded and not releasing after a failure, performed troubleshooting by reseating the row cable, and replaced the retractor band for drawer 5-2 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the entire drawer continuously popped open cubies that would not retract, and one cubie containing medication failed to release entirely. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station or pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.